Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported patient anxious about insertion. 4fr dl provena. Pre insertion, each lumen flushed with 10 mls. And flushed again after the line was trimmed. Insertion smooth. Flushed for ECG reading. Adjusted each lumen checked for blood return and flushed then the reaction happened ¿ cough, unusual sensation in stomach and chest, patient cyanotic, non responsive, spontaneously returned to baseline. Required rapid response activation, o2 support. No further information was provided.